Event description:
Customer reported IV set leaking at the connection between the extension set and the administration set. There was no report of pt harm or medical intervention. Although requested, no add'l event or pt info provided by the user. Programming: drugs: epinephrine. Rate: unk.

Manufacturer narrative:
(B)(4). The affected extension set has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The syringe module administration set was discarded and is not available for failure investigation.